Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Our field service engineer has investigated the reported ventilator on site. The pressure transducer printed circuit board (pcb) has been replaced to resolve the issue and sent back for investigation. The provided logs confirm the reported issue. The returned pressure transducer pcb has been tested in a ventilator. It failed the pre-use check with internal leakage, pressure transducer and flow transducer tests. During ventilator, it alarmed for safety valve test failed, paw high, expiratory minute volume low, check tubing and peep low. The zero pressure voltage has been measured and it shows a major drift in the pressure sensor 11,26 v. It was noticed by visual inspection that the back side of this defective pcb was contaminated with a liquid substances. No further inspection is needed as ingress of liquid substances can lead to short-circuit and/or corrosion of the affected components and may lead to ventilator malfunction. A previous investigation on similar problem concluded that the liquid contamination had the same substances that is used in cleaning agents. Excessive use of cleaning detergents may lead to the reported issue.

Event description:
Manufacturer's ref. #: (B)(4).